Manufacturer narrative:
Upon review of the device history for the serial number (B)(4) it was determined that the device was manufactured on 29-jun-2015 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the glidescope avl video baton 3-4, and the fact that there are no repairs available, the customer was advised to replace the unit. The customer was provided with the option to have their device returned for evaluation and disposal; however, the device has not been returned to verathon for evaluation. At this time, the cause could not be determined, but it is likely that the age of the device, three (3) years caused or contributed to the event. Should the device be returned or additional information is received, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear if the video baton was bent in a certain way. The procedure was completed with another glidescope system, which was made available within ten (10) minutes. No harm to the patient or user was reported.